Manufacturer narrative:
Product event summary: the full lead was returned. Analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had been experiencing atrial flutter since implant and approximately one month after implant the right atrial (ra) lead was noted to have dislodged. The lead was explanted and replaced. No patient complications have been reported as a result of this event.